Manufacturer narrative:
The device was received for evaluation in an opened pouch. Visual inspection and functional testing were performed with no issues noted. A measurement of the box dimensions was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the locking titanium adapter and the patient¿s peritoneal dialysis (pd) catheter. This occurred during set up of peritoneal dialysis therapy. The nurse stated that when they connected the titanium adapter to the pd catheter and pulled out to check the connection, it easily fell out. The nurse stated they tightened the adapter tightly. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.